Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called a technical support engineer (tse) and reported that the finger clutch on master tool manipulator (mtm) was falling off. Surgeon did not want to continue the surgery with this console but used another console from another system to complete the procedure. There was no reported injury.

Manufacturer narrative:
The field service engineer (fse) replaced the master tool manipulator (mtm) resolve the finger clutch problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no conversion of the procedure and no injury to the patient. The master tool manipulator (mtm) has been returned and evaluated by the failure analysis. The reported failure was able to be reproduced during visual inspection.